Event description:
A report was received that the patient underwent an explant of the ipg due to the patient high power consumption requirements. A new ipg was implanted in the patient.

Manufacturer narrative:
Additional information was received that the patients power usage requirements for therapy depleted the ipg prematurely. Analysis of ipg sc-1140 sn (B)(4) revealed that the complaint the novi ipg had reached the end of service life was confirmed. However, device exhibits normal characteristics. Elective replacement indicator will appear when the device battery level is below the expected range, and will suspend normal operation with end-of-service message. The device was in service for about 386 days with a pulse-width and eui ranges within the expected ranges per the direction for use (dfu).

Event description:
A report was received that the patient underwent an explant of the ipg due to the patient high power consumption requirements. A new ipg was implanted in the patient.